Event description:
It was reported that during an percutaneous transluminal angioplasty, a guide wire coating issue occurred. During use of the v-14 guidewire in stenosis below the knee, the physician noted a change in the appearance of the tip of the wire. Upon removal of the wire, hydrophilic coating on the tip of the wire was partially disconnected but still complete. The procedure was completed with another v-14 guidewire. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the visual inspection was performed and the distal tip was damaged, bent and the polymer coating partially detached, exposing the corewire. All the outer diameter (od) taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an percutaneous transluminal angioplasty, a guide wire coating issue occurred. During use of the v-14 guidewire in stenosis below the knee, the physician noted a change in the appearance of the tip of the wire. Upon removal of the wire, hydrophilic coating on the tip of the wire was partially disconnected but still complete. The procedure was completed with another v-14 guidewire. No patient complications were reported.